Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced reagent probe 1 and reagent probe 2 horizontal belt pulleys. The cse checked and adjusted the probe pack positions. The customer ran quality controls (qc), which were in range. The cause of the discordant cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer stated that discordant cardiac troponin (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. The customer stated that the results were not consistent on the same sample. Discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument and results matched the clinical picture of the patients. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.